Manufacturer narrative:
Upon further review, surgeon believes that the instability the patient was experiencing was due to the bone graft that replaced a cancerous lesion. Therefore, this event is not related to the previously reported product.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a knee arthroplasty, the patient is experiencing instability. There has been no revision and there is not one scheduled at this time. Attempts have been made and additional information on the reported event is unavailable.